Manufacturer narrative:
Based on the claim against the product by the customer noting the broken and loose cautery wire on the force bipolar instrument, an investigation is in progress to determine the cause of this reported event. A return material authorization (RMA) was issued to the customer requesting to have the intuitive device returned. Isi has not received the product involved with the alleged issue to perform failure analysis. As such, the probable root cause cannot yet be determined based on the information provided. Additional information is being gathered to determine the contribution of the device to the customer reported issue. A follow-up MDR will be submitted if the product is returned (post failure analysis evaluation) or if additional information is received. This complaint is being reported based on the following conclusion: it was alleged that the force bipolar instrument had conductor wire damage during a procedure. The damaged/broken conductor wire has the potential for electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted salpingo-oophorectomy surgical procedure, the force bipolar instrument had broken and loose cautery wire. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the reporter was not sure when the instrument was last used and did not have details to provide. There was no thermal damage noted on the instrument. The cable was broken. However, the reporter did not remember the color of the cable. There was no injury to the patient.